Event description:
It was reported that a customer experienced issues with an unknown cartridge error. There was no reported impact to the customer¿s blood glucose level. There is no additional information available regarding any corrective actions taken by the customer or technical support.